Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient was taken to the hospital when the patient noticed there was a small tear on the 70cc tah-t cannula. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair. This alleged failure mode poses a low risk to the patient because although there was a small tear on the tah-t cannula, the tah-t continued to perform its life-sustaining functions. Syncardia has initiated a CAPA (corrective or preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all cannula tear events. The removed tah-t cannula piece will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The patient had a previous cannula tear and noted cannula discoloration, which were reported under MFR report #3003761017-2016-00131. The patient was successfully transplanted on (B)(6) 2016. Syncardia conducted a review of the tah-t device history record (DHR) and sterilization work order and confirmed that all manufacturing was performed to specifications, and the tah-t met all specified requirements prior to shipment. The piece of cannula that was removed during the repair was returned to syncardia for evaluation. Upon examination of the cannula section, it was noted that the cannula piece had a tear in the wire-reinforced section at the cpc/cannula junction, confirming the reported issue. The tear penetrated all layers of the cannula. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The rate of occurrence as of the date of this reported cannula tear is (B)(6). This occurrence rate is calculated based on two opportunities for tear (two cannulae) per implanted tah-t and each reported instance of a tear. This failure mode poses a low risk to the patient because although there was a small tear in the tah-t cannula, the tah-t continued to perform its life-sustaining functions.the cannulae continued to perform as a conduit for air from the eternal freedom driver to the implanted tah-t. Syncardia has initiated a CAPA (corrective or preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all cannula tear events. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient was taken to the hospital when the patient noticed there was a small tear on the 70cc tah-t cannula. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair. The customer did not report any freedom driver fault alarms associated with the canula tear.